Manufacturer narrative:
Investigation summary: a batch history review showed no non-conformances associated with this issue during the production of this batch. Bd was provided with the affected samples for evaluation. After the evaluation of the returned samples, we concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. This lubricant is included in the plastic formulation and it is inherent to the design and function of 2-piece syringes. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity remains inside to allow a good sliding performance during the injection operation. The presence of particles of lubricant in the fluid path of discardit ii syringes has been evaluated by bd. The polypropylene used to produce the syringe barrels (with the slip agent included in the formulation) has passed all the biocompatibility tests required. We have initiated the appropriate corrective and preventive actions for this issue. CAPA #207816.

Event description:
It was reported that there was white foreign matter in the discardit¿ ii syringe w/o needle after "removal and reinsertion of the plunger".

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was white foreign matter in the discardit¿ ii syringe w/o needle after "removal and reinsertion of the plunger".